Event description:
A customer reported experiencing no aspiration during a cataract procedure. Manual aspiration was performed, and the case was completed without harm to the pt.

Manufacturer narrative:
The company service rep examined the system and no problems were found. The company service and sales rep provided an in-service training for the staff on irrigation operation and proper flushing of the handpieces. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any relevant system messages. A review of complaints for the last (B)(4) did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).